Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. A large amount of brownish fluid was discovered intraoperatively.

Event description:
Additional information: litigation papers allege the patient experienced progressive pain, discomfort, soreness, elevated cobalt and chromium levels and had to be revised. During his revision, papers allege the patients orthopedic surgeon found brownish fluid and the pseudocapsule itself was stained brown from what apparently was metallosis. The pathology report indicates the presence of foreign body deposit of metal dust in both the excised left periacetabular cyst and the debrided bone and soft tissue.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.